Manufacturer narrative:
This ipg number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-26824. It was reported the pt experienced pocket heating and a shocking sensation while recharging. In addition, the ipg will no longer charge. Reprogramming was unable to resolve the issues. The pt underwent surgical intervention to explant the entire scs system. On (B)(6)2012, st jude medical, neuromodulation division, sent field action letter to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.